Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00075. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 3 months. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists neurological dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell down a single step on a staircase. The patient had 5 minutes of inappropriate speech and became tremulous in the upper and lower body. The patient was standing and developed the sensation of falling backwards for several seconds prior to losing consciousness. No additional information was provided.